Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: endocarditis should have been added in original report.

Event description:
New information noted that patient had endocarditis.

Event description:
Related manufacturer reference number: 2017865-2019-15344. Related manufacturer reference number: 2017865-2019-15345. It was reported that the patient presented in clinic. The patient had an echo that identified vegetation on the pacemaker leads. The pacemaker, right ventricular lead, and atrial lead were explanted. Patient was stable post procedure.